Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer stated that the insulin pump delivered insulin without returning an alarm during troubleshooting. Blood glucose level was 196 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.